Manufacturer narrative:
There is no allegation of pump malfunction or defect. Therefore the pump is not expected to be returned at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that her blood glucose (bg) level dropped to 21 mg/dl on the night of (B)(6) 2011 and said that she thought it went as low as 30 mg/dl on (B)(6) 2011. She reported that she broke out in a cold sweat, was shaky, and experienced a headache during these events. During the first instance a friend reportedly assisted the patient with oral carbohydrate intake (juice, peanut butter, and cookies) to normalize bg. During the second instance the patient said that she drank three glasses of juice without assistance. The patient's bg levels after treatment were unavailable. The patient noted that she felt like she needed to constantly eat to keep bg within target. She confirmed that during the one and one-half hour contact with customer technical support (cts) and while disconnected from the pump, her bg dropped from 156mg/dl to 81mg/dl. The patient said that her health care provider (hcp) adjusted the basal rate settings several since the patient started using the pump due to the repeated hypoglycemic events. The patient reviewed techniques and pump settings with cts and discovered use errors including delayed removal of finger from okay button after priming and inadequate cycling of the cartridge prior to use. The patient admitted that she was confused about some of the steps and cts walked the patient through the correct sequences for filling, loading, and priming a new cartridge. The patient confirmed that the pump settings were correct. All basal and bolus deliveries apparently added up to the total daily dose. She alleged that she always disconnected from the pump when she primed the tubing. No health conditions or new medications were reported; activity level was said to be low due to hypoglycemia. This complaint is being reported because of the following assessment: the patient reported two serious hypoglycemic events and multiple instances of lower than expected bg readings. She denied that the pump history revealed excessive boluses and she denied high activity level. The pump history showed multiple events of priming the tubing and filling the cannula. Although the patient denied being attached during these events there is the possibility that she was connected at some point and received inadvertent infusion deliveries. The basal rate may be programmed at a higher level than needed considering that the hcp continued to adjust the settings. While it is uncertain why the patient experienced hypoglycemia, there was never an allegation of malfunction or defect and the patient has not reported further hypoglycemic incidents.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification.. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The history and the black box for the complaint on (B)(4) 2011 have been overwritten and can no longer be reviewed.